Event description:
Alaris pumps (pin 11949/(B)(4)) turned red, froze and shut down these pumps were infusing levophed at 30mcg/kg/min and initially started at 1442, and at 1459 froze and shut down. Immediately the rn transferred the pump to another module and restarted the levophed drip at 30mcg/min. Reason for use: profound shock/ hypotension.